Event description:
Severe rash; my dexcom cgm adhesive is causing my skin to rash up and break out in an inflamed/pus filled itchy rash that scars my skin for months, continues to itch even when there is no adhesive on my skin, horribly painful. FDA safety report ID# (B)(4).